Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The planned treatment procedure was completed after the patient was moved to another room. A philips field service engineer (fse) visited the site and confirmed the reported issue. The fse checked the log file which showed a motor assembly error. The fse inspected the system and found that the brake cable was defective. The fse solved the issue by replacing the brake cable. After part replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's lateral arm was unable to perform rotations. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.